Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4, e1, g3, g6, h2, h6 (type of investigation, investigation finding, , conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to confirm the failure. The unit was able to complete an autofill, run for 1 hour successfully, and functioned using multiple trigger modes with ECG simulator. The unit all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer prior to use that the cardiosave intra-aortic balloon pump (iabp) was not pumping. There was no patient involvement.